Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that a patient's catheter "fell out".

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.